Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the right atrial lead impedance continued to be low so the lead was capped and replaced.

Event description:
The lead indicated a lead warning alert and the polarity changed from bipolar to unipolar. The lead also indicated low threshold/impedance and many mode switch episodes were recorded. The lead is still in use. No patient complications have been reported as a result of this event.